Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported leak was unable to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat 75% stenosis of the external iliac artery. During first inflation at 6 atmospheres of the 6mmx60mmx80cm armada 35 balloon dilatation catheter (bdc) a leak was noted at the jointed part of the hub and proximal shaft. A non-abbott balloon catheter was used and the procedure was completed without an issue. No patient effect and no clinically significant delay were reported. No additional information was provided.